Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed visual inspection and found sensor cannula broken, broken part not found. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer's mother reported via phone call that they had a bad sensor alert, change sensor alert and calibration error alerts. Customer's blood glucose was unknown at the time of incident. It was also found the customer's sensor glucose read 20 mg/dl when their blood glucose was 100 mg/dl. Troubleshooting did not find any issue with the transmitter. The mother agreed to return the sensor for analysis.